Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an infection from the percutaneous lead (driveline) to the pump pocket. Blood cultures revealed klebsiella pneumoniae. Due to the infection, the pump was explanted on (B)(6) 2018. After the explant, the patient was supported with percutaneous cardiopulmonary support. No further information was provided.

Manufacturer narrative:
A specific cause for the reported infection cannot be conclusively determined. The evaluation of the device did not reveal a device related issue. Examination of the pump blood contacting surfaces revealed no evidence of adhered depositions or thrombus formations that were present while the device was in operation. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.